Manufacturer narrative:
Product complaint (B)(4). MFR# 1818910-2019-104641 is being retracted since it was found to be a duplicate of MFR# 11818910-2019-120968. MFR# 1818910-2019-120968 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient presented for bilateral knee evaluations. X-ray images from (B)(6) 2019 revealed a malpositioned, subsided, and loose tibial tray along with a malpositioned and loose femoral component. The surgeon noted the x-ray also showed a fractured part of the medial femoral condyle. There is no evidence of a second revision involving the right knee. Doi: (B)(6) 2009. Doe: (B)(6) 2019; right knee.